Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (300s mg/dl) and a correction bolus was delivered to address the bg. The customer did not know what caused the high bg. The customer declined tandem technical support's offer to troubleshoot and reverted to using insulin injections for 2 days.